Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
A cracked reservoir tube lip and cracked battery tube threads were noted during the visual inspection. The insulin pump passed the prime, displacement, basic occlusion and excessive no delivery alarm tests. No excessive no delivery alarms were noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.